Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had 15 pump stop events. The hospital tried swapping the system controller and patient cable. The pump stop events occurred mostly when the patient lays on the left side and only occurred while connected to the power module. A percutaneous lead repair was requested. The manufacturers technical service representative evaluated and confirmed damage to the percutaneous lead. The percutaneous lead repair was performed and was successful.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.